Event description:
It was reported that during use of this bur in a hammer toe surgery, it broke in half. All pieces of the bur were retrieved. The procedure was completed using another bur, and there was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: to date, the device has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an investigation.